Manufacturer narrative:
H6: previously applied code of imdrf annex d: d16 is no longer applicable. Code of imdrf annex d: d20 is applicable for product ID: xom unk nimintrfc and serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the procedure was thyroid case.

Event description:
It was reported that intra-op, the nim system was had no response from the probe. Multiple probes had been used and system had been rebooted and there was still no response. Additionally the trach tube was making good contact. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: xom unk nimintrfc, serial number: unknown. Additional code of img g02005 is applicable for model number: xom unk nimintrfc, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.